Manufacturer narrative:
An event regarding revision due to patient factor involving a uhr head was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: neither the event was confirmed nor the root could be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revision of right hip. Patient was converted from a prior bipolar to a total hip replacement due to arthritis of her acetabulum.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Revision of right hip. Patient was converted from a prior bipolar to a total hip replacement due to arthritis of her acetabulum.